Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1006488 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit 190-000/ lot 1006488 and test base part number 190-430/ lot 1006488 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1006488 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. The customer reported a false positive result on a direct nasopharyngeal sample using hardy diagnostics flexible np nylon flocked swab with the ID now covid-19 assay performed (B)(6) 2020 at 2:48pm. Confirmation testing from a nasopharyngeal sample in viral transport media with cephied genexpert and biofire generated negative results. The patient was a (B)(6) male (dob (B)(6)) who was admitted to the hospital, even though there was no clinical suspicion as reported by the customer. The customer confirmed there was no death or serious injury based on the test results. No additional patient information was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.